Event description:
This patient had 2 deployed perclose implants at the end of this case with varying levels of failure for each. The first perclose was deployed in the usual manner with failure to achieve hemostasis. A 2nd was deployed, which is usual practice, but this one felt different upon deployment by tech. Perclose wire placement was visualized on x-ray due to this one feeling different. Tech tried all possible methods to remove the device since bleeding seemed worse, but did not want to force the device loose. It was at this time dr and tech could see the plastic foot separating from the metal shaft. They did not want to try anything further and risk arterial embolization of the plastic foot. She required emergent vascular surgery to remove the perclose device safely and close the arteriotomy. FDA safety report ID #:(B)(4).